Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not charging. The power management pca was replaced to repair the issue. In addition, the trilogy 02 pm1 kit, power cord, exhaust fan assembly and 43 micron filter were replaced.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not charging. The power management pca was replaced to repair the issue. In addition, the trilogy 02 pm1 kit, power cord, exhaust fan assembly and 43 micron filter were replaced. The system board, power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board and blower were functioned as designed and operated without issue or error codes.